Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was an issue with someone injecting flush into the gas tubing of the iab. It was noted that it is unsure who made the error. The iab was removed. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter: (B)(6) clinical resource nurse. Additional contact: (B)(6) contract utilization manager. The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). UDI # is incomplete as the catalog#, lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted. Reference complaint (B)(4).